Event description:
It was reported the defibrillator won't charge. There was no report of patient involvement. After three attempts to obtain information. There was no response on evaluation. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.